Manufacturer narrative:
Investigation: visual inspection: a slightly deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.035 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that both valves have blockages. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav shunt system. A slightly deformation of the outer housing of the progav valve was observed through the visual inspection. The deformation was confirmed through a measurement of the parallelism of the valve housing. Next, we tested the permeability of the valves. Both valves were shown to be non-permeable, indicating blockages. Additionally, we tested the adjustability as well as the brake functionality, and brake force of the progav valve. The valve was not adjustable. The brake functionality was fully operational, however due to the non- adjustability of the valve, it was not possible to measure the brake force. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve and the resultant of the adjustability could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav shunt system. The surgeon suspected a blockage of the shunt system. Patient information: (B)(6). Gender: unknown. Date of implantation: unknown. Date of removal: unknown.